Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leakage on unicel dxc 600 synchron chemistry analyzer. Low pressure error occurred on the instrument and the leakage was found by the waste canister. The customer was using personal protective equipment and no injury was reported. There was no effect to patient or user.

Manufacturer narrative:
Bci hotline assisted the customer with troubleshooting the instrument. The customer adjusted the pressure regulator, which resolved the issue.